Manufacturer narrative:
The customer declined the option to have their glidescope core quickconnect cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Since the lot # of the cable was not provided, complaint history could not be reviewed for the subject cable lot to identify if there were any previous complaints reported to verathon. Trending analysis for glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core quickconnect cable,the picture was going in and out intermittently. It was reported that there was a slight kink in the cable. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.